Manufacturer narrative:
E1: initial reporter address 1 - (B)(6) hospital, (B)(6). Investigation results: media review: media was provided by the customer in the form of images. The images were reviewed and confirmed that the packaging information corresponded to the received complaint device. Device analysis findings: the device was returned for analysis. Examination of the returned product identified the rotating hemostasis valve (rhv), main coil, introducer sheath, and pusher wire. The main coil was observed to be detached, bent, and stretched within the primary coil section. In addition, the coil arm was found to be detached from the main coil. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that coil deployment difficulty occurred. A 3mm x 12cm interlock was selected for use. During an embolization procedure, a .035 interlock coil was advanced through a 6f catheter. The coil encountered resistance during insertion and could no longer advance after being deployed near the hub of the catheter. The twist lock was fully opened, and the introducer sheath was firmly seated in the hub of the catheter prior to insertion. Additionally, a .018 idc 2d helical coil also encountered difficulty during insertion and could no longer advance within the catheter. The twist lock was fully opened, and the introducer sheath was firmly seated in the catheter hub. The affected coils were not used further, and other coils were utilized to complete the procedure. No patient complications were reported as a result of this event. However, returned device analysis revealed the main coil arm was detached.